Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to convert rhythm is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of failure to convert rhythm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fast ventricular rhythm and the device delivered anti-tachycardia pacing (atp) therapy, which was ineffective. Additionally, the device delivered a shock, and the rhythm was successfully terminated. Further device interrogation showed that in the same day, the device registered two events treated with effective atp. The physician indicated that they are going to adjust the patient medication plan, and no changes in device programming will be performed. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that this patient experienced cardiac arrest and the device delivered atp and shocks. It is believed that the rhythm was supraventricular, as the patient has a history of atrial fibrillation and supraventricular tachycardia. Reprogramming was performed by the physician and no additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fast ventricular rhythm and the device delivered anti-tachycardia pacing (atp) therapy, which was ineffective. Additionally, the device delivered a shock, and the rhythm was successfully terminated. Further device interrogation showed that in the same day, the device registered two events treated with effective atp. The physician indicated that they are going to adjust the patient medication plan, and no changes in device programming will be performed. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fast ventricular rhythm and the device delivered anti-tachycardia pacing (atp) therapy, which was ineffective. Additionally, the device delivered a shock, and the rhythm was successfully terminated. Further device interrogation showed that in the same day, the device registered two events treated with effective atp. The physician indicated that they are going to adjust the patient medication plan, and no changes in device programming will be performed. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that this patient experienced cardiac arrest and the device delivered atp and shocks. It is believed that the rhythm was supraventricular, as the patient has a history of atrial fibrillation and supraventricular tachycardia. Reprogramming was performed by the physician and no additional adverse patient effects were reported. The device remains in service.